Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient needed an MRI, but stated the scs system implantable pulse generator was no longer functioning. The patient was advised an MRI would not be recommended as it would represent a risk to the patient.